Event description:
A customer contacted beckman coulter inc., (bci) and stated that they are noticing a very symmetrical pattern of white splatter around the a well reagent tray on the synchron cx5 delta instrument. No patient results were generated in this event. No injury was reported on this issue.

Manufacturer narrative:
A technical support advised customer to reset the reagent tubing and clean the stainless steel guide bars with an alcohol prep pad. The issue was resolved. The customer stated one of the bars was very dirty.